Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb) prior to the procedure. The length of the membranous septum was 4.9mm. A pre-balloon aortic valvuloplasty (bav) was performed with a non-abbott balloon. After pre-bav the patient went into heart block. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The rbbb persisted after the valve implant. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported event appears to be due to procedural circumstances, as the patient went into heart block during pre-implant balloon valvuloplasty before insertion of the abbott-device. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect- impact code: 4641 - unexpected medical intervention.